Event description:
It was reported that when the patient was walking they would stop feeling stimulation after 30-60 seconds of walking. In another minute or 2 their stimulation would start again. This issue had been going on for a couple of weeks. The patient noticed it more recently since they had been up and around more and they started doing more things. The patient had adaptive stimulation on. The patient did not make any changes in the programming; they only turned the stimulation up sometimes. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).